Manufacturer narrative:
This device is not available for analysis. Additional information is pending and will be submitted within 30 days upon receipt. This is one of 2 products involved with the reported event and are associated manufacturer report numbers 9616099-2014-00377 and 9616099-2014-00413.

Manufacturer narrative:
During a percutaneous coronary intervention (pci), a 7f jl4 vista brite tip guiding catheter ¿was cut into two parts¿ and was ¿pulled out by a snare¿ via an additional left femoral puncture. During the catheter removal, bleeding was noted at the femoral site which necessitated the administration of a blood transfusion. The procedure was discontinued, and the patient was reported to be in stable condition although the event necessitated an additional two to three days in the intensive care unit. The right femoral artery was accessed using a 7f cordis avanti sheath. The target lesion was the left circumflex (lcx) and was not a chronic total occlusion (cto). The patient¿s medical history included pharmaceutical management for stenosis in the right coronary artery (rca) and the left anterior descending artery. Vessel characteristics are unknown. There were no anomalies noted during removal from the package or prepping of the catheter. No resistance was noted while advancing the catheter over the guidewire or while advancing to the target lesion. The physician torqued the catheter two to three times to engage the target vessel but not with ¿extra force than usual.¿ once removed, the catheter was noted to be severely kinked but it is unknown if kinking occurred in the area of separation. There was no further treatment of the lcx at that time. (B)(4): the product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 16079632 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. 1 unit was rejected during the final assembly of this lot. The DHR review confirmed that the rejected unit was properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. Two yield excursions were found for lot 13169285 but since the excursions were favorable no actions were taken. (B)(4): one non sterile unit of vista brite tip 7f .078 was received coiled inside a plastic bag, the catheter was found twisted and separated at 26.1cm from ID band distal end. The sample exhibited a twisting and elongation characteristic at the separation points. The proximal section of catheter body presented kinked condition at 12.0cm from ID band distal end. The distal section of catheter presents kink/bent conditions at: 2.0cm, 4.0cm, 5.0cm, 5.6cm, 6.3cm, 8.2cm, 9.6cm, 11.8cm, 47.6cm, 50.0cm, 51.8cm, 53.4cm, 54.8cm, 56.3cm, 57.6cm, 59.0cm, 60.2cm, 61.4cm, 62.5cm, 63.4cm, 64.4cm, 65.4cm, 66.4cm, 67.4cm, 68.6cm, 69.8cm, 70.8cm, 72.0cm and 72.8cm from distal end. No other issues were found. Scanning electron microscope (sem) analysis was performed to the catheter in order to identify the source of the body separated condition; the results are the following: ¿the body external surface presented evidence of elongation at the surroundings of the separation. Elongation and ductile dimples is a common characteristic of pieces which are stretched/pulled and/or twisting until separation. Stretching/ pulling and/ or twisting could have been related to these separation characteristics.¿ the catheter od and ID were measured near to twisted and separated condition and near to kinked conditions and results were found within specification. The pull test results were reviewed and no anomalies were found. Calibration & preventive maintenance records for fusing machine were reviewed and it was found that the lot involved in the complaint was manufactured within the calibration and maintenance dates. A review of the manufacturing documentation associated with lot 15977060 revealed no anomalies during the manufacturing and inspection processes. 137 defective units were rejected during the assembly of this lot. All defects were reviewed and it was found that 14 rejected units (due to damaged on catheter body) may be related to the reported complaint. However, the DHR review confirmed that all the rejected units were properly segregated and discarded. Controls are in place to detect such nonconformities no other issues were noted that were considered potentially related to the reported complaint. Additionally, the product analysis and DHR review results do not suggest that these kinked conditions are related to the manufacturing process. Controls are in place to verify the catheters for kinked conditions and damages on the guiding catheters; the produced catheters are inspected 100 % before leaving the facility. Also, several inspections are performed through all the guiding catheter assembly process operations. The cause of this damage does not appear to be manufacturing related of the product since sem results shows twisting and elongation conditions were found on the partially separated area and also the braid wire presented evidence of ductile dimples, those that are a common characteristic of pieces which were stretched/pulled and/or twisting until separation. Access site-related bleeding is a potential risk associated with cardiovascular diagnostic and interventional procedures. Bleeding is a common procedural complication and may often be related to stick technique, anticoagulation, and/or blood pressure during the procedure. In this case, prolonged procedural time and/or additional intervention to retrieve the separated portion of the device may have contributed to bleeding necessitating blood transfusion. The reported ¿catheter (body/shaft) - separated-in patient¿ was confirmed based on the condition of the catheter as received for analysis. However, the cause of the separation could not be conclusively determined. Based on the information available for review, the device appeared normal prior to use. Analysis notes ductile dimples, twisting and elongations at the surrounding edges of the separation which may indicate that the device was stretched/pulled to the point of separation. The instructions for use caution that ¿torquing the guiding catheter excessively while kinked may cause damage which could result in possible separation along the catheter shaft. Should the guiding catheter shaft become severely kinked, withdraw the entire system (guiding catheter, guidewire and catheter sheath introducer)¿. There is no evidence to suggest that these events were related to the design or manufacturing process of the device. Therefore no corrective action will be taken at this time. This is one of 2 products involved with the reported event and are associated manufacturer report numbers 9616099-2014-00377 and 9616099-2014-00413. Please note that this statement was not included in the previous supplemental in error.

Event description:
The report received from the affiliate indicated that during pci, a 7f jl4 vista brite tip guiding catheter ¿was cut to two parts after it was torqued 2-3 times¿ and was ¿pulled out by a snare.¿ the patient was bleeding at the femoral access site where an avanti sheath was in place and there, resulting in a blood transfusion. The procedure was stopped. The patient is ok and was in ICU at the time of the report. It was a right femoral approach with a cordis 7f avanti sheath. The target lesion was the left circumflex with right femoral access. There was stenosis in the rca, lad and lcx but the specific percentage of stenosis was unknown. Additional lesion and vessel characteristics such as calcification, angulation and vessel tortuosity are unknown. The lesion was not a cto. There were no anomalies noted when removed from the package and no anomalies noted during prep. There was no resistance met while advancing the device. The physician was torqueing 2-3 times to engage but not with extra force than usual. There was no resistance met while advancing the device over the guidewire. It is unknown if the device kinked in the area of separation. However it was kinked severely during the catheter withdrawal with snare. The patient had lesions in the rca, lad and lcx. (Those 2 lesions except lcx were to be treated with medicines.) The separated distal part of the catheter was removed with snare inserted to the additional left femoral puncture. During the catheter removal the patient was bleeding and received 2 packs of blood transfusion. There was no further treatment done for original target lesion at that time and fortunately she got stable in ICU. It is not known if the sheath was changed to another one to accomodate the snare (unknown brand). The patient was in stable condition but stayed in ICU 2-3 days more than normal.

Manufacturer narrative:
During a percutaneous coronary intervention (pci), a 7f jl4 vista brite tip guiding catheter ¿was cut into two parts¿ and was ¿pulled out by a snare¿ via an additional left femoral puncture. During the catheter removal, bleeding was noted at the femoral site which necessitated the administration of a blood transfusion. The procedure was discontinued, and the patient was reported to be in stable condition although the event necessitated an additional two to three days in the intensive care unit. The right femoral artery was accessed using a 7f cordis avanti sheath. The target lesion was the left circumflex (lcx) and was not a chronic total occlusion (cto). The patient¿s medical history included pharmaceutical management for stenosis in the right coronary artery (rca) and the left anterior descending artery. Vessel characteristics are unknown. There were no anomalies noted during removal from the package or prepping of the catheter. No resistance was noted while advancing the catheter over the guidewire or while advancing to the target lesion. The physician torqued the catheter two to three times to engage the target lesion but not with ¿extra force than usual¿. Once removed, the catheter was noted to be severely kinked but it is unknown if kinking occurred in the area of separation. There was no further treatment of the lcx at that time. The product was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. Access site-related bleeding is a potential risk associated with cardiovascular diagnostic and interventional procedures . Bleeding is a common procedural complication and may often be related to stick technique, anticoagulation, and/or blood pressure during the procedure. In this case, prolonged procedural time and/or additional intervention to retrieve the separated portion of the device may have contributed to bleeding necessitating blood transfusion. The reported ¿catheter (body/shaft) - separated-in patient¿ was confirmed based on the condition of the catheter as received for analysis. However, the cause of the separation could not be conclusively determined. Based on the information available for review, the device appeared normal prior to use. Analysis notes ductile dimples, twisting and elongations at the surrounding edges of the separation which may indicate that the device was stretched/pulled to the point of separation. The instructions for use caution that ¿torquing the guiding catheter excessively while kinked may cause damage which could result in possible separation along the catheter shaft. Should the guiding catheter shaft become severely kinked, withdraw the entire system (guiding catheter, guidewire and catheter sheath introducer)¿. Neither the DHR nor the product analysis suggest that the reported complaint could be related to the design or manufacturing process of the device. Therefore no corrective action will be taken at this time. This is one of 2 products involved with the reported event and are associated manufacturer report numbers 9616099-2014-00377 and 9616099-2014-00413.

Manufacturer narrative:
Additional information was received that the lot number was 16079632. Additional information is pending and will be submitted within 30 days upon receipt.